Manufacturer narrative:
Corrected data: e1 (initial reporter and event site name), e3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d4(catalog, version), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced scroll compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the low performance of the scroll compressor. The fse replaced the scroll compressor and cleaned the unit. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part with a reported unit failure of an error code 14 at startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection start up of the cardiosave intra-aortic balloon pump (iabp) it had an internal test error code number 14. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a